Manufacturer narrative:
Field troubleshooting of the device was performed: power off the cart, install a procured ch-s190-xz-e: hd autoclavable camera head into the video socket of the processor and power the processor on. A scope image was present. The device will not be returned due to the issue being resolved through troubleshooting. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the video system center no scope image present. It is unknown when the reported issue was found. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the customer¿s allegation was confirmed. It was determined the event ¿no image (color bar is displayed)¿ occurred because the camera was not inserted/installed leading to communication failure. Upon follow up, the customer stated that use error contributed to the event since, upon advice from olympus technician, if a camera was not installed, the display would show color bars. Therefore, the customer inserted a camera, and the display worked as designed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.